Event description:
It was reported that the patient was just implanted the week of the report and was having symptoms consistent with a csf leak including a severe headache when standing and vomiting. The reporter did not know specifically when the symptoms started but believed the patient was vomiting when discharged after implant. The day of the report the patient was going to be admitted to the hospital. The pump was used to deliver morphine. No interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).